Event description:
During a stress test, a patient lost his footing while still holding on the front bar of the treadmill. The tech pulled the emergency key-stop and the treadmill remained in motion. The tech had to decrease the speed to get it to stop. The treadmill finally stopped, but as they were trying to get the patient up, the treadmill belt was not locked in place. This made it difficult to get the patient up. Patient had abrasions to both knees. Per clinical engineering upon investigation, "when the emergency tether is pulled it will brake the belt (and lock the belt), but if the estop button is hit in sync with the tether being pulled it will not lock the belt allowing forward/backward movement of the belt as the patient is trying to regain footing. We tested the treadmills in cvil and ccs and found the results to be the same."